Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available. Evaluation of explanted components found no evidence that the locking bar had been fully inserted and engaged. There were no scar marks noted on the underside of the clip portion of the locking bar and the scar marks on the main body did not extend into the clip portion. It appears that the locking bar was not fully engaged, however, this cannot be determined conclusively by this evaluation.

Event description:
It was reporter that pt underwent total knee arthroplasty in 2007. It was discovered that the locking bar component had backed out and revision surgery was performed five months later.